Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results.the customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 80 to 110mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 201 and 209mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result1:203mg/dl date:(B)(6) 2017 time:4:55pm fasting, result2 : 210mg/dl date:(B)(6) 2017 time:5:00pm fasting, result3 : 214mg/dl date:(B)(6) 2017 time:5:15pm fasting, result4 :206mg/dl date:(B)(6) 2017 time:5:20pm fasting, result5 : 244mg/dl date:(B)(6) 2017 time:5:35pm fasting. Customer is concerned with all results listed. Customer states she accidently dropped her meter and thinks her meter is now giving her high results. Customer states she is very anxious and will constantly test if her readings are high.